Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional reocclusion complaint associated with the same patient for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer's report number is 3006513822-2017-00020.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded via duplex ultrasound (dus) imaging. A clinically driven revascularization was performed and the heath care professional (hcp) deemed it was successful. The investigator assessed the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00020.

Manufacturer narrative:
Additional information: a.4 the patient weight and weight units was updated to 63 kgs, respectively. B.5 the event description was changed from "it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00020." To "it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded via duplex ultrasound (dus) imaging. A clinically driven revascularization was performed and the heath care professional (hcp) deemed it was successful. The investigator assessed the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00020." B.6 the relevant tests and lab data was updated from "unknown" to "on (B)(6) 2016, dus imaging indicated target lesion was occluded and core lab analysis of dus imaging confirmed the target lesion was occluded. On (B)(6) 2016, reintervention was performed on the target lesion." B.7 the other relevant history was changed from "although requested, the patient weight is not available" to "past medical history includes: hypertension and rutherford class v in right leg." Corrected data: b.3 the date of event was changed from "12/22/2016" to "(B)(6) 2016." D.4 the UDI no. Was changed from "(01)00801741088759(17)170910(10)gfzi1289" to "(B)(4)." H.6 the eval code and desc. Were updated to align with FDA guidance effective july 6th, 2018. The method codes "3263 and 3317" were replaced with "4115,3331, and 4110." The results code "213" was added. The conclusion code "92" was replaced with "4310." H3 analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 1 additional reocclusion complaint associated with the same patient for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study devices or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.